Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: successful denovo implantation and explanation of an old malfunctioning micra leadless pacemaker. Journal of atrial fibrillation. 2017; 10(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was received which contained information regarding the implantation and subsequent extraction of a leadless implantable pulse generator (ipg). The article reports that the leadless ipg was implanted with satisfactory sensing and capture threshold, but during follow up with the patient, the capture threshold increased gradually with failure to capture at maximum output. The physician elected to replace the leadless ipg. It was noted that the new leadless ipg was implanted in the high septal location, whereas the previously implanted leadless ipg was located in the right ventricular apex. After implantation of the new device, the previously implanted leadless ipg was removed. No patient complications have been reported as a result of this event.